Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the doctor is requesting the (B)(6), to remove two screws that is currently injuring the nerve of the patient's spine. The patient has 10 screws and it is necessary to remove 2 and be replaced by two others, and the patient has several years of surgery. However, as it is a legacy system of depuy and in (B)(6), this instrument is no longer available, it was returned by the distributor more than 10 years ago that is not in (B)(6). The retirement system that was in (B)(6) was destroyed and the one we have in (B)(6) can not be exported due to issues of logistics and laws of the country. Currently we do not have an answer to give the doctor regarding the screw removal system. Procedure: unknown, the following surgery for its removal has not yet been scheduled due to the lack of confirmation of availability of a removal system for the screws. Product information: code and lot: unk. Complaint is being registered late, since the j and j alert date is 05/may/2018 and the sales rep sent it to us on 15/may/2018.